Manufacturer narrative:
(B)(4). Product not yet returned for evaluation.

Event description:
Customer states that he feels well and requires no medical attention. Customer's expected blood results are 90-120mg/dl fasting. Verified the strips expire 04/16/2018. Customer confirms the strips are stored properly and was first opened (B)(6) 2015. Customer performed back to back blood test, 108mg/dl and 116mg/dl not fasting. Reviewed meter memory: 1: 76mg/dl fasting:yes; 2: 42mg/dl fasting:yes; 3: 88mg/dl fasting:yes; 4: 177mg/dl fasting:yes; 5: 25mg/dl pm fasting:yes. No adverse event reported.